Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the sureform 45 curved tip stapler instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. A follow-up MDR will be submitted once the product is evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the jaw of the sureform 45 curved-tip stapler instrument could not open. The procedure was completed with no reported injury.